Event description:
The balloon had a leak preventing it from inflating at the target lesion. The device was then removed and examined by the clinicians, at which time it was confirmed that there was a crack on the device catheter shaft. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.